Event description:
The device involved in this MDR report was found in standby mode during a follow up; the device was re-initialized with the standard programmer and normal pacing behavior was observed. However, because the device was listed in group no. 1 of the field safety corrective actions issued in 2005 and the patient was pacemaker dependent, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis of data provided before explantation showed that: the device switched to standby mode two times: the first time around mid-july and the second time during the follow up later in july. It was re-initialized with the standard programmer. These switches to standby mode resulted from a decrease of the power supply. Upon reception, the returned device was in vvi mode and pacing pulses were delivered in accordance with the programmed settings. The device was opened to have direct access to internal components. In depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific manufacturing process; this resulted in the abrupt decrease of the power supply of the circuit and consequently, to the observed switches to standby modes. No similar manufacturing process is used in currently manufactured symphony / rhapsody pacemaker devices. In addition, this device was listed in the field safety corrective action which was issued in 2005 related to metal migration on the potentially exposed units (group no. 1 of the exposed population).